Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a pair new transmitter. A transmitter was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of data was performed and passed. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.